Event description:
The surgeon inserted an micl 13.7 implantable collamer lens into the eye. During manipulation of the footplate, the manipulation instrument contacted the anterior capsule causing a small opening. The physician indicated that the opening may have been due to a weakness in the lens capsule, which may have been created during the yag-laser iridotomy performed a week earlier. The reporter stated the lens capsule weakness and subsequent opening during the icl footplate manipulation was not dut to the icl itself. The icl was normal, undamaged and undeformed. The icl was removed and the lens capsule opening necessitated clear lenscotomy and an aphakie iol was implanted. The patient was 20/25 one hour post-op and is doing well.